Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the associated outflow graft (lot no. 17188212-0885) were not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed intermittent decreases in estimated flows since (B)(6) 2023 and 37 low flow alarms logged since (B)(6) 2023. Log file analysis revealed a decrease in estimated flows leading to parameters below the normal operating range starting on (B)(6) 2023 and 37 low flow alarms logged since (B)(6) 2023. The reported outflow graft stenosis event could not be confirmed due to insufficient evidence. Information received from the site revealed that the patient was admitted to the hospital due to multiple low flow alarms possibly due to a thrombus and stenosis of the outflow graft. It was noted that prior to low flow alarms the patient experienced one episode of blurred vision. A computed tomography angiography (cta) of the chest was performed with findings concerning thrombus within the shunt extending from the ventricular assist device (vad) to the aorta above, tricuspid regurgitation (tr) was moderate and there was presence of mitral regurgitation. The patient was started on high dose intravenous (IV) heparin and was clinically stable. The patient was transferred to a different facility for stent placement. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the low flow alarms event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: 17188212-0885 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to multiple low flow alarms possibly due to a thrombus and stenosis of the outflow graft. It was noted that prior to low flow alarms the patient experienced one episode of blurred vision. A computed tomography angiography (cta) of the chest was performed with findings concerning thrombus within the shunt extending from the ventricular assist device (vad) to the aorta above, tricuspid regurgitation (tr) was moderate and there was presence of mitral regurgitation. The patient was started on high dose intravenous (IV) heparin and was clinically stable. The patient was transferred to a different facility for stent placement. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ outflow graft. Model #: 1125. / catalog #: 1125. Expiration date: 28-feb-2023. Lot#: 17188212-0885. UDI #: (B)(4). Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-feb-2018. Patient ime code(s): (B)(6). Imf code(s): f08, f1203, f2203, f2303, h6: img code(s): g04019. FDA device code(s): a1409. H6: FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.